Manufacturer narrative:
Load wheel casting.

Event description:
It was reported by service report that the right load wheel casting is breaking off on the head section. No pt involvement or adverse consequences are reported.